Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (B)(6) 2014.

Manufacturer narrative:
(B)(4).